Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('medical devices embedded on both the right and left sides (one on each side) within the myometrium') in a 46-year-old female patient who had essure (batch no. 627289) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included constipation. Previously administered products included for an unreported indication: sulfonamides and penicillin. Past adverse reactions to the above products included drug hypersensitivity with penicillin and sulfonamides. Concurrent conditions included depression, anxiety, heavy periods, urinary incontinence, pap smear abnormal, chronic appendicitis, tooth abscess, heartburn, hemorrhoids, low back pain, kidney infection, panic attacks, shortness of breath, sleep apnea, stress urinary incontinence, bartholin's cyst, ganglion removal, tonsillectomy, appendectomy, cholecystectomy, dysuria, groin pain, tobacco user, calculus of kidney and urinary calculus. Family history included ovarian cancer (aunt). Concomitant products included antidepressants, budesonide;formoterol fumarate (symbicort), cefalexin (keflex), clindamycin, diphenhydramine, hydrocodone, paracetamol (acetaminophen), salbutamol (albuterol) and tiotropium bromide (spiriva). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), tooth disorder ("dental problems"), affect lability ("hormonal changes : emotional always"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and hiatus hernia ("hiatal hernia"). In 2010, the patient underwent appendicectomy ("appendix surgery") and gallbladder operation ("gallbladder surgery") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), bladder pain ("bladder area pain"), abdominal pain upper ("stomach pain"), allergy to metals ("nickel allergy"), night blindness ("vision/eye problems type: worsen stagmesia for - slighted can't see at night"), infection ("infection (other) describe:"), depression ("psychological or psychiatric problems: depression"), anxiety ("anxiety") and pyrexia ("fevers") and was found to have lung neoplasm ("tumor / teratoma / cancer type: lung") and lung carcinoma cell type unspecified stage I ("lung cancer stage 1"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, depression, anxiety, lung carcinoma cell type unspecified stage I and pyrexia outcome was unknown and the pelvic pain, bladder pain, abdominal pain upper, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, affect lability, cystitis, urinary tract infection, vaginal infection, migraine, headache, allergy to metals, appendicectomy, gallbladder operation, dyspareunia, fatigue, hiatus hernia, lung neoplasm, night blindness and weight increased had not resolved. The reporter considered abdominal pain upper, affect lability, allergy to metals, anxiety, appendicectomy, bladder disorder, bladder pain, cystitis, depression, dyspareunia, embedded device, fatigue, female sexual dysfunction, gallbladder operation, headache, hiatus hernia, infection, lung carcinoma cell type unspecified stage I, lung neoplasm, menorrhagia, migraine, night blindness, pelvic pain, pyrexia, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain . Most recent follow-up information incorporated above includes: on 18-oct-2019: plaintiff fact sheet received: new events - psychological or psychiatric problems: depression/anxiety; vision/eye problems ¿ worsen stagmesia can't see at night, other injury(ies) or complication(s) ¿ fevers were added. Reporters' information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("medical devices embedded on both the right and left sides (one on each side) within the myometrium") in a (B)(6) year-old female patient who had essure (batch no. 627289) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included constipation. Previously administered products included for an unreported indication: sulfonamides and penicillin. Past adverse reactions to the above products included drug hypersensitivity with penicillin and sulfonamides. Concurrent conditions included depression, anxiety, heavy periods, urinary incontinence, pap smear abnormal, chronic appendicitis, tooth abscess, heartburn, hemorrhoids, low back pain, kidney infection, panic attacks, shortness of breath, sleep apnea, stress urinary incontinence, bartholin's cyst, ganglion removal, tonsillectomy, appendectomy, cholecystectomy, dysuria, groin pain, tobacco user, calculus of kidney and urinary calculus. Family history included ovarian cancer (aunt). Concomitant products included antidepressants, budesonide;formoterol fumarate (symbicort), cefalexin (keflex), clindamycin, diphenhydramine, hydrocodone, paracetamol (acetaminophen), salbutamol (albuterol) and tiotropium bromide (spiriva). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), tooth disorder ("dental problems"), affect lability ("hormonal changes : emotional always"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), hiatus hernia ("hiatal hernia"), pelvic pain ("pain"), visual impairment ("vision/eye problems type: worsen"), abdominal pain upper ("stomach pain"), bladder pain ("bladder area pain") and infection ("infection (other) describe:"), underwent appendicectomy ("appendix surgery") and gallbladder operation ("gallbladder surgery") and was found to have lung neoplasm ("tumor / teratoma / cancer type: lung") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device outcome was unknown and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, affect lability, cystitis, urinary tract infection, vaginal infection, migraine, headache, allergy to metals, appendicectomy, gallbladder operation, dyspareunia, fatigue, hiatus hernia, pelvic pain, lung neoplasm, visual impairment, weight increased, abdominal pain upper and bladder pain had not resolved. The reporter considered abdominal pain upper, affect lability, allergy to metals, appendicectomy, bladder disorder, bladder pain, cystitis, dyspareunia, embedded device, fatigue, female sexual dysfunction, gallbladder operation, headache, hiatus hernia, infection, lung neoplasm, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 1-may-2019: plaintiff fact sheet and medical records were received. Events per pfs: medical devices embedded on both the right and left sides (one on each side) within the myometrium, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder problems, urinary problems, dental problems, hormonal changes describe: emotional always, bladder infection, urinary tract infection,vaginal infection, migraines, headaches, nickel allergy, appendix surgery, gallbladder surgery, dyspareunia (painful sexual intercourse), fatigue, hiatal hernia, pain, tumor / teratoma / cancer type: lung, vision/eye problems type: worsen, weight gain, stomach pain, bladder area pain, infection (other) describe: and plaintiff did not underwent essure confirmation test. Concurrent condition, historical condition, concomitant medication and lot number were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.